Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the rotor and catheter dye study scheduled for (B)(6) 2017 were cancelled. The physician was currently on vacation and there was no new date scheduled. No further information was available.

Manufacturer narrative:
(B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in (B)(6) who received morphine 5 mg/ml at a dose of 6,5108 mg/day and bupivacaine 2,5 mg/ml at a dose of 3,2554 mg/day via an implantable pump. The indication for use was not provided. On (B)(6) 2017 during normal use, a motor stall occurred. As reported, it was unknown if there were any environmental, external or patient factors which might have contributed or led to the event. Diagnostic testing/troubleshooting included the report of telemetry. No interventions were taken. At the time of the report the issue was not resolved. The pump remained implanted but out-of-service and surgical intervention was planned but not yet scheduled as the pump was to be replaced. The patient status was reported as alive-no injury. As of (B)(6) 2017, there was no recorded motor stall recovery. It was unknown if there was a history of motor stalls. The pump logs were available and would be sent when downloaded (approximately (B)(6) 2017). It was unknown if the patient was exposed to electromagnetic interference (emi). The patient experienced a return of pain symptoms. A rotor and catheter study were to be performed on (B)(6) 2017 to decide next steps. It was noted healthcare provider (hcp) refused to provide any further information and would not return the pump. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a foreign hcp via a manufacturer representative indicated the rotor and catheter study would not be performed. The hcp preferred to replace the pump. A surgery date had not been defined. The hcp would inform the manufacturer representative when additional information was available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported on 2017-sep-03 that a motor stall message occurred on (B)(6)2017 as observed on the pump report. The actual report from 2017-aug-17 indicated that a motor stall occurred on (B)(6)2017 and a stopped pump period may exceed tube set occurred on (B)(6)2017. The report indicated the pump delivered "morfina" 5 mg/ml at a dose of 6.5108 mg/day and ¿bupi¿ 2.5 mg/ml at a dose of 3.2554 mg/day.